Event description:
In 2009, as part of a routine dental procedures, the dentist used a benco dental needle to administer a local anesthetic to the patient. During the injection, the needle separated from the hub and became stuck in the patient's soft tissue. The patient was referred to an oral surgeon, dr who performed exploratory surgery four days later, in an attempt to locate and remove the needle, which he was not able to do. Additional information was received from the patient seven months later. After the surgical incision had healed, the patient consulted with a maxillofacial surgery specialist, who advised that the needle has not moved. Should the needle move, then it will need to be removed immediately.

Manufacturer narrative:
Additional information was received from the patient on october 30, 2009.